Event description:
It was reported that during the procedure involving a transcatheter aortic valve implantation in a patient with heavily calcified anatomy, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20mm non-medtronic balloon. The valve was deployed over a non-medtronic guidewire; however, an infold in the valve frame was observed. The valve was recaptured into the delivery catheter system (dcs) and redeployed, but the infold remained present. The valve and dcs were withdrawn from the patient. A second pre-implant bav was performed using a 22mm non-medtronic balloon. A new valve was loaded into a new dcs and successfully implanted in the patient. The patient was stable throughout the procedure; however, slight confusion was noted at the end. Per the physician, a stroke was noted and was likely due to prolonged pacing.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012571427); product type: 0195-heart valves; non-implantable device. Product ID: l-evolutfx-2329 (lot: 0012548066); product type: 0195-heart valves; non-implantable device. Product ID: evfxplus-29 ((B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred due to the time to load a new valve.

Manufacturer narrative:
Image review: three static images and four media files were provided for review. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had heavily calcified anatomy. Fluoroscopy valve load inspection was not provided for review thus it is not possible to validate a good load. It was reported that a pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. During the valve implantation attempt, under expansion and an infold were noted. It was reported that a second deployment attempt was made with the same outcome. Of note, recapturing an infolded valve will not resolve the infold. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Furthermore, the infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Evidence supports that a new valve was used, and a post implant dilatation were performed for reasons not reported. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned and loaded inside the delivery system. The valve was discolored showing evidence of blood contact. The valve was received in a compressed state with the frame slightly distorted. All leaflets exhibited signs of creases and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. As received, all leaflets appeared partially open. A large gap was observed between the free margins. Remnants of coagulated blood was observed on commissure 2-3. All commissures appeared intact. The valve was submerged in body-temp (approximately 37 celsius) saline. The frame expanded; however, retained a compressed state. It is possible the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the received condition, a deployment simulation to evaluate against the alleged event of frame infolding cannot be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1. B2. Outcome attributed removed b5. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the physician confirmed at the end of the procedure that the symptoms were not consistent with a stroke and that a stroke did not occur.

Manufacturer narrative:
Additional information was initially withheld for clarification due to contradicting information reported from the previous report. Corrected data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which contradicted the previously reported information stating that a stroke did not occur.